Manufacturer narrative:
(B)(4). The incident device was discarded and is not available for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the clear plastic sheath over the blade electrode came off during a posterior lumbar inner body fusion procedure. The piece was found inside the incision and removed without any patient injury. The incident electrode was discarded by the site.